Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated via x-rays and the reported event was not confirmed. Radiographs were provided and reviewed by a health care professional. Review of the available x-rays identified no evidence of hardware failure or loosening. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to remains implanted. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.